Event description:
A problem was reported. Company representative reported critical alarm heard and also confirmed by telemetry. Alarm due to zero ml reservoir volume reached because volume was not updated during last pump refill on (B)(6) 2012. It was reported patient had no symptoms and that patient was fine. The pump reservoir volume was properly reset. System used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n186994005, implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8840, product type: programmer, physician. (B)(4).